Manufacturer narrative:
Evaluation results: one level 1 hotline low flow system (hl-390) was received in damaged condition. The case was opened for visual inspection and the investigator found that all of the leds had broken off along with the speaker. The case did not show evidence of being mishandled or dropped. The customer reported product problem was confirmed.

Event description:
It was reported that the level 1 hotline low flow system was alarming with no lights. The led screen and speaker were also broken. This issue was observed during the initial use of the device. No patient injury or complications were reported in relation to this event.